Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bd alert and emitted tones. Technical services (ts) was consulted and discussed this s-ICD was depleting normally, and the bd alert was triggered by extended magnet application. Ts indicated a programmer interrogation was required to stop the beeping tones. This s-ICD remains in service. No adverse patient effects were reported.